Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 3, pump error 24 or pump error 28 noted. The adapt tool confirmed the unloaded voltage and loaded voltage was within specification range. No low battery alert or power loss alarm noted during testing or in the insulin pump trace download. (B)(4).

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer received power loss alarm multiple times with other insulin pump errors. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.